Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s wife noticed the patient began acting strangely and was confused. The patient¿s cgm was reading 150 mg/dl and the bg meter was reading 60 mg/dl. The patient¿s wife called emergency medical service (ems). Once ems arrived, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 39 mg/dl. The patient was treated with an unspecified IV and then was transported to the emergency room. At the ER, the patient¿s cgm was still reading 150 mg/dl and the bg meter was still reading 39 mg/dl. The patient was then treated with IV glucose and the patient¿s sensor was removed. The patient also had an MRI, CT scan, and EKG done. The patient was discharged home after approximately 24 hours on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.